Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the hospital with vomiting, high fever, and was septic. It was also reported the patient developed a pocket infection and when the implantable cardioverter defibrillator (ICD) system was explanted, pus was seen in the pocket. The patient was treated with antibiotics and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.